Event description:
Healthcare provider reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device assessed as surgical damage. Additional observations: crease flat observed in the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, b6, d9, h3, h6.

Event description:
Healthcare provider reported left-side rupture per visual inspection implant exchange and observed hole, non-specific during explant surgery. The device has been explanted and replaced.